Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 5540030, 510k #: k113174, UDI#: (B)(4)  was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation surgery at l3-s2 due to lumbar foraminal stenosis with disc disorder and spinal kyphoscoliosis . Intra-op, when final tightening was performed the set screw obliqued and got into a cross-threaded condition, so the set screw was replaced. However, cross-threading occurred again. The post part of the lateral connector was engaged inside the screw head, and ari had been used for crimping, but cross-threading occurred twice. Shavings of the set screw (spiral) had appeared at the time of performing tightening for the second time. The part was tightened by hand, and the procedure finished. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported due to this event.

Manufacturer narrative:
Additional information received: product analysis results: visual and microscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the threads and into the 2nd and 3rd threads. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas head and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.